Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation, air was observed in a faradrive steerable sheath following insertion of a farawave catheter and during aspiration. The sheath was replaced, and the procedure was completed. No patient complications occurred. The device is expected to be returned for analysis.